Event description:
It was reported the patient¿s device system was removed ¿sometime¿ in 2007. During the removal procedure, parts of the catheter were reportedly broken in the spine and as a result the patient was leaking spinal fluid. The patient had ¿numerous¿ procedures in regards to try and fix her back. It was noted ¿she wasn¿t directly complaining about the product, it was more a complaint in regards to the doctor¿. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).